Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized a few weeks ago with diabetic ketoacidosis. The customer's blood glucose level was over 300 mg/dl. The customer declined troubleshooting for high blood glucose and for no delivery alarm. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self, a21 error and displacement tests. No excessive no delivery alarms noted. No unexpected low battery alarms were noted.